Event description:
Prisma set found to be leaking blood from aeration chamber. Upon inspection, aeration set was cracked. A moderate sized pool of blood was on the floor. Set was taken down. Blood was unable to be returned due to risk of embolizing air. Patient had gi bleeding the same day and was taken to the operating room for exploratory laparotomy. Found peripancreatic bleeding with blood clots. History of crohn's s/p bowel resection for same and question of ischemic gut. Had blood from ostomy. Blood loss was mostly attributable from this simultaneous event and only partial contribution of prisma aeration chamber cracking with inability to reinfuse blood in the prisma circuit. This tubing was in use from 1400 (B)(6) 2014 to 0400 (B)(6) 2014.